Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell. The technical service representative (tsr) explained the alarm indicates air entered the set up. The hp stated he connected the patient line extension after the prime. The tsr advised the hp to end therapy and start over with new supplies. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the hp who stated he continued therapy with manual supplies and reported no further issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable because the patient extension line was connected after priming was complete. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).